Event description:
It was reported that the patient received an inappropriate shock while exercising, and it was determined that the high rate time out (hrto) had expired after 45 seconds, resulting in a shock. The hrto was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.